Manufacturer narrative:
Product analysis: the upper dynamic jaw is broken off at the base of the superior shaft. Optical examination discovered a quasi-brittle fracture. The fairly flat and perpendicular orientation relative to the instrument axis, and riverlines through the cross section of the fracture suggests the direction of fracture. Conclusion: the location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent microdiscectomy at l5-s1 due to l5/s1 herniated disc. During surgery, the instrument broke. The product came in contact with the patient. Surgeon had to remove more bone posteriorly in order to retrieve fragments of the broken instrument. No fragment remained inside the patient. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.